Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the lead was fractured which was not yet was not confirmed through imaging.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2317500. Model:sc-2317-50. Serial: (B)(6). Batch: (B)(6).